Event description:
Software system utilized for two (2) CT scanners includes an "add scan" feature which allows operator to add a scan of a different orientation to an existing scan. If an original scan begins with a head-foot orientation, the feature allows operator to change orientation from foot to head. The final image on the film will have the pt's left and right sides reversed.